Event description:
It was reported that the unit was having intermittent problems with not staying connected with the bipolar cord. There were metal filings that were coming off the prongs of the bipolar connection and the prongs of the monopolar connection, which could be contributing to the intermittent connection issue. The reusable bipolar forcep was from another supplier and was being used, along with competitor¿s safe air and e surgical bipolar cords. The issue was not observed when the unit was trialed with the customer¿s current bipolar cords and monopolar pencil cords. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt code: 4580. Device codes: 2900, 1291, 1121. Ref: mw5186730.